Event description:
The reporter indicated the surgeon implanted a ks-3ai aq310ai preloaded injector lens, 18.00 diopter, into the patients left eye (os) on (B)(6) 2021. The iol lens was reported as becoming yellowish and tinted. There was no patient injury and the lens remained implanted.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).